Event description:
It was reported that both the atrial and ventricular leads had switched polarity. It was also reported that the ventricular lead was oversensing and had a a low impedance. The atrial and ventricular leads were capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.